Manufacturer narrative:
The user facility representative stated that the device subject of this complaint is not available for return to steris endoscopy for evaluation. The lot number of the device subject of this event is unknown. Statements in the instructions for use include: "the following conditions may not allow the device to function properly or cause patient injury: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." Steris endoscopy has offered in-service training on the use of the exacto cold snare to the user facility; however, the facility has not responded. No further issues have been reported.

Event description:
The user facility reported that the snare loop of an exacto cold snare broke during procedural use. There was no reported of harm to the patient or user of the device, and the procedure was completed successfully using another snare.